Event description:
The field service representative (fsr) reported that during field service installation of the device, the electronic patient gas system (epgs) failed as the unit would not power up. The light emitting diode (led) on front of the epgs did not light up and then when fsr went into the service menu, it did not show up. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) returned on (B)(4) 2014 and installed a new gas system. The unit operated to manufacturer specifications and was returned to clinical use.